Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly of the second penumbra smart coil (smart coil) evaluated. The embolization coil was intact with its pusher assembly and had offset coil winds. The friction lock on the proximal end of introducer sheath was bunched-up. Conclusions: evaluation of the first smart coil revealed that the pusher assembly was severely kinked. This type of damage likely occurred due to forceful advancement against resistance. Further evaluation of the first returned smart coil revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred due to packaging the device for return to penumbra. The severe kink prevented the smart coil pusher assembly from being advanced within its introducer sheath during the functional test. The root cause of the initial resistance could not be determined. Evaluation of the second smart coil revealed that the embolization coil winds were offset. This type of damage typically occurred due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. Further evaluation of the returned device revealed that the introducer sheath friction lock was bunched-up on the proximal end of the sheath. This type of damage likely occurred due to forceful gripping during advancement against resistance. The damage to the introducers sheath friction lock did not prevent the smart coil from being advanced and retracted within the sheath. The root cause of the smart coil not be able to be advanced within its introducer sheath could not be determined. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00673.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a smart coil using a non-penumbra microcatheter. The physician then was unable to advance two smart coils within their introducer sheaths, and therefore the smart coils were removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.